Event description:
It was reported by a company representative that high lead impedance was found on a vns patient post-op. The company representative indicated the patient was implanted with a longer lead by error and the vagal nerve anatomy was thin for the patient. The surgeon had issues implanting the lead based on the length of the device and vagal anatomy of the patient. High impedance was later found upon system diagnostics and it is suspected to be related to the lead making unstable contact with the vagus nerve as the impedance value normalized. Follow-up was made by the area representative and no x-rays have been taken. The device remains programmed off. At the moment no interventions have been taken. (B)(4) attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Date of event, corrected data: initial report inadvertently listed incorrect date. Date of this report, corrected data: initial report inadvertently listed incorrect date.

Event description:
Additional information was received through the area representative indicating no x-rays were taken of the patient and no interventions have been planned as the patient is currently doing well.